Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively in a cranial resection. It was reported that the navigation system was end-of-life. An inaccuracy occurred, the electro magnetic field was very small and unstable due to the emitter in all directions. Tracer registration was used and the inaccuracy occurred during the patient registration. A non-invasive patient tracker was used in relation to the emitter on the forehead. The site had to use another department's navigation system to complete the procedure. No known impact to patient outcome. There was a surgical delay of one hour or longer and the navigation system was discontinued.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The rep found both emitters were cracked and one of them had a coil cover completely detached. The axiem interface box warranty label was broken/peeled off and tool ports were working intermittently. The rep informed the customer to put the system out of service. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A medtronic representative (rep) was not present during the case. However, supposedly, the site was unable to complete the case with the navigation system, because the system could not see the electromagnetic instruments. Three days later, the rep went on site with their demo head and electromagnetic localization system instruments. The navigable field was roughly 200mm^3 (much smaller than normal), but faster movement was not captured by the system ¿ therefore a very unstable magnetic field.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9731203, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.